Manufacturer narrative:
During a follow-up call on 12/19/2016, the customer confirmed that a new cartridge was able to be successfully loaded onto the pump, and the insulin gauge displayed an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had 60 units remaining when the customer awoke in the morning, but at the time of the call, the insulin gauge displayed 10 units. The customer's blood glucose level was 130 mg/dl due to the reported event. The customer confirmed that the current cartridge would continue to be used until empty. Additionally, the customer reported an elevated blood glucose level of 320 mg/dl. The customer reported a correction bolus was delivered to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.